Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("discomfort"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), tooth disorder ("excessive dental problems") and alopecia ("excessive hair loss"). The patient was treated with surgery (to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, pelvic discomfort, dyspareunia, abdominal distension, back pain, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.